Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product. The device was found to have met specifications prior to shipment. No manufacturing anomalies were identified that may have caused or contributed to the reported event. This is the first event reported for this lot number to date. The device was returned for evaluation. The release mechanism had not been activated and the guide wire could not be moved inside the guide wire lumen. It could be confirmed that the stent was deployed without using the deployment mechanism and that the proximal sheath ruptured as reported. The reported issue may be guide wire related, as hydrophilic coating tends to get sticky if not properly flushed. Blockage of the guide wire in the guide lumen can lead to premature deployment from an excessive tensile force, such as force from the guide wire withdrawal. The investigation confirms the reported complaint, however, a definitive root cause could not be determined. The instructions for use (IFU) states: "flush the inner lumen of the stent system with heparinized normal saline prior to use" and "if resistance is met during stent system introduction, the stent system should be withdrawn and another stent system should be used." The IFU also states: "if resistance is met while retracting the delivery system over a guide wire, remove the delivery system and guide wire together."

Event description:
It was reported that resistance was encountered during advancement of a vascular stent delivery system over the 0.035 inch guidewire. Reportedly, the catheter could not be completely advanced over the guidewire and during withdrawal, the delivery system separated into two portions and the stent began to prematurely deploy in the 6f sheath. The physician then removed the two portions of delivery system, the partially deployed stent and the guidewire simultaneously from the pt. Another 0.035 inch guidewire was then inserted into the pt and another vascular stent was advanced and successfully implanted without further complications. No report injury to the pt.